Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a percutaneous transluminal angioplasty interventional procedure. Reportedly, there was resistance when pulling down the lever (step1) and the feet did not deploy/open. The device was removed from the patient, and once outside it was noted that the knot was visible outside the device. The sutures of another device was successfully pre-placed. The sheath remained at 6f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to open the lever was not confirmed as the foot deployment and retraction functioned as expected. The reported unintended system motion of the link was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem codes 2983, 2616 removed and 1430 added.